Manufacturer narrative:
The boston scientific crm technical services department advised the field representative to return the device for analysis once it is explanted. Current records suggest that this device remains in service at this time. No adverse patient effects have been reported as a result of these observations. This event will be updated if any additional information becomes available. Subsequently, this device was explanted and returned for analysis. Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. This event will be updated if any additional information becomes available.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) after approximately 37 months of implant. The device was exhibiting a battery monitoring voltage of 2.6 v and a charge time of 18.9 seconds. A field representative expressed concern over device longevity.